Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system while performing an infusion set change. The customer stated that insulin was squirting during the manual prime. The customer's blood glucose was 7.4 mmol/l. The customer kept receiving the alarm when attempting to prime. The customer was advised to disconnect from the insulin pump and to treat per healthcare provider's instructions. While troubleshooting, the customer stated that the drive support cap was sticking out. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
No unexpected compromised force sensor system alarms or preparing to prime loop were noted during testing. The motor error alarm occurred during the displacement test due to a cracked end cap. A drive support disk sticking out was not noted, but a missing drive support disk was noted. There were minor scratches on the lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.